Event description:
It was reported that shaft break occurred. The patient was being treated with percutaneous transluminal coronary angioplasty. The target lesion was located in the left anterior descending artery. A 3.00 x 38mm synergy xd drug-eluting stent (des) was advanced for treatment. During deployment, due to a tortuous anatomy and a calcified lesion, the shaft was broken. The device was removed, and a new 3x48 synergy xd des was deployed and the procedure was completed successfully. No patient complications were reported.